Event description:
It was reported that during a ptca/stenting treatment procedure, ballooon deflation difficulties were encountered with the express2 monorail 16/3.5 mm stent system. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous segment of the left main trunk (lmt). The physician used a medikit introducer sheath for vascular access and an athlete gt soft 0.014" guidewire, a 6f mach1 fl3.5sh guide catheter to cross the lesion, and an everest inflation device. Initially, the physician attempted to direct-stent the lesion with the express2, but was not able to cross the lesion. Therefore, he performed predilatation with a maverick2 monorail 2.5/15 mm balloon. He subsequently delivered the express2 and deployed it at 9 atm for 20 seconds. The physician was then unable to deflate the balloon. He re-inflated it to 3 atm and attempted deflation, but it was not possible. The physician cut off the distal tip end of the mach1 guide catheter to allow a blade to be advanced to the balloon to intentionally rupture it. The total time that the balloon remained inflated was approximately 15 minutes. (At this time, the physician had not pulled forcibly on the balloon shaft.) The pt experienced ventricular fibrillation which was successfully defibrillated. The physician checked the lesion status with angiogrpahy and ivus, and noted no dissociation. However, the express2 stent required post dilatation with a quantum maverick balloon due to insufficient deployment. The physician confirmed satisfactory timi results with ivus and an electrocardiogram. The procedure was successfully completed. No pt injuries were reported and the pt status is reported as 'stable'.